Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694965 implantable tachy lead, (B)(6) 2005; imk49b implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and an alert trigger for high lv tip to right ventricular (rv) coil pacing impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.